Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
The customer reported that the patient received a PICC dressing change at 10:20 am on (B)(6) 2026. During the procedure, while the patient was undergoing IV infusion, removal of the adhesive film revealed an external perforation and rupture of the catheter, with visible fluid leakage. The incident was immediately reported to the team leader, the catheterization nurse, and the head nurse. The catheterization nurse trimmed the catheter, removed the damaged portion, and completed a dressing change. The original catheter length was 44 cm with 4 cm exposed. The current placement is 41 cm with 2 cm exposed. The patient¿s arm circumference remains unchanged at 21 cm. No further information provided.